Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed corrosion inside the battery compartment. A leak test was performed and leaks were found at the battery compartment crack and around the edges of the display window. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed corrosion inside the battery compartment. There were leaks found at the battery compartment crack and around the edges of the display window. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2015.